Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided. Placeholder.

Event description:
It was reported that the device failed during a surgical procedure. The facility confirmed that the device ran intermittently and then stopped working while reaming. It is reported that these events occurred over the past year during over 30 unknown surgical procedures. The facility also reported that they believe they are utilizing the trauma recon system, trs, but cannot verify that. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is 8-mar-2010. (B)(4). Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosisinvestigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis.a review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production.lot# reported on signed f-s760; lot#2625.

Manufacturer narrative:
Device was used for treatment, not diagnosis.power tool evaluation was completed and the complaint of "chuck with key drill speed for trauma recon runs intermittently" was confirmed. The device was evaluated and the complaint was substantiated. The ball bearings, driveshaft are most likely damaged from normal use over time.(B)(4).